Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump previously had a no delivery alarm during fill tubing. Blood glucose level at the time of the incident was not provided. The customer declined troubleshooting and requested that the reservoirs be replaced. The customer was advised that the reservoirs would be replaced but did not return the products for analysis.